Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer¿s blood glucose level. The customer removed the cartridge from the pump, inspected it, and cleaned the area with an alcohol wipe or lint-free cloth. After confirming the cartridge was securely attached and following the on-screen instructions, the customer successfully completed the load process and resumed insulin delivery.